Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event on (B)(6) 2020; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file from the patient¿s old primary controller contained data from (B)(6) 2020. Additional data from (B)(6) 2020 and (B)(6) 2000 was captured following multiple resets of the controller. On (B)(6) 2020 between 13:14:17 and 20:04:24, the log file captured a pump stoppage event associated with a driveline disconnect, low flow, no external power, and lvad off alarms due to the driveline and both power cables being disconnected. The controller¿s shutdown sequence was started multiple times, and the alarms resolved when the controller was successfully turned off. On (B)(6) 2020, the system controller was briefly turned on without a pump connected. The pump was reconnected after an unknown duration of time on (B)(6) 2000. This default timestamp suggests that the system controller had been fully depleted of power. The pump appeared to function as intended with active clock corrupt alarms until (B)(6) 2000 at 00:06:16 when a driveline disconnect was captured (refer to MFR # 2916596-2021-00696). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Other driveline disconnect events for this patient are reported in MFR #s 2916596-2021-00644 (B)(6) 2020, 2916596-2021-00361 & 2916596-2021-00696 ((B)(6) 2020, clock not set) no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the log file from system controller hsc-069091, displayed a driveline disconnect event where the driveline was disconnected from the controller on (B)(6) 2020.